Manufacturer narrative:
Damaged knife. Evaluation summary: the device was received for analysis with no visual non-conformances with a reload in the device and with a reload loose inside the bag. Both reloads were received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, two reloads got stuck when fired. The firing trigger could not be fired. Three times on one reload. There were no adverse consequences for the patient.